Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The complaint of shorting out could not be duplicated during the functional testing process. The camera head passed functional testing and 6 hour burn-in inside video tower. All functions perform as expected. The complaint of shorting out was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a knee scope, unit was shorting out. A backup device was available to complete the procedure with no delay or patient injuries.